Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unrelated procedure, the atrial lead exhibited a loss of sensing. The lead was capped on (B)(6) 2016. The patient was stable during and post procedure.